Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2005; dtba1d1 crt-d, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient was told by their physician that they had a bad lead and that there were at least one or two leads having issues. An alert tone had also reportedly been sounding due to the issues after an adjustmentwas made. The following physician confirmed that the left ventricular (lv) lead had been turned off due to non-capture. Pacing impedance on the right ventricular (rv) lead was noted to be unstable in tip to coil configuration. Impedance was stable in bipolar configuration. The lead was programmed to bipolar and will be monitored. The lv lead remains in situ and the rv lead remains in use. No patient complications have been reported as a result of this event.